Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent mit hülsengehäuse (lot e8215518) met specification during manufacturing. Final inspection of finished catheter was passed. Additional investigation of returned catheter was carried out. The visual inspection confirmed that bonding between sleeve housing and catheter tube was carried out properly. Additionally two defects at the tube could be observed. These are the result of the sleeve housing being loosened / displaced due to damaging the bonding by an overexpansion of the tube. The overexpansion is a result of putting too much force on the guide wire inside the catheter in order to pass a non-sufficient burr hole (overlapping bone edge remained inside burr hole) during implantation. During explantation the already loosened sleeve housing got stuck at the overlapping bone edge of the burr hole and remained inside the patient. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, the detaching of the catheter tip (sleeve housing of chip fixation) is caused assumedly by user error during implantation. Acc. To IFU prior and during examination/application, the pressure catheter must not be bent, stretched or squeezed as well as manipulated by surgical tools.

Event description:
Sleeve housing of chip fixation remained in patient during/after explantation of the catheter.